Event description:
It was reported a cartridge alarm 20 occurring during pump operation. There was no reported adverse impact on the customer¿s blood glucose level. Technical support decided to replace the faulty pump. The customer planned to use multiple daily injections (mdi) as a backup method to maintain insulin delivery and was instructed on how to put the pump into storage mode before returning it. Additionally, the customer was informed to return the problematic pump using a pre-paid label within 10 days, and they acknowledged understanding these procedures.